Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013202490); product type: 0195-heart valves; product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure; pre-implant dilatation was performed using a 24 millimeter (mm) balloon. During the third deployment attempt, infolding of the valve occurred. A new delivery catheter system and a new valve were prepared, and the second valve was properly crimped and implanted successfully. Paravalvular leak (pvl) was then observed, and post-implant dilatation was performed using a 24 mm balloon that had previously been used for pre-implant dilatation. During post-implant dilatation, capture loss occurred during wire pacing, and the valve dislodged with the balloon. After multidisciplinary team discussion, a valve from a different manufacturer was implanted. The dislodged valve was stabilized using a snare, and the new valve was successfully implanted. Due to an unstable position of the dislodged valve, surgical explant was subsequently required.